Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant on (B)(6) 2018, the right atrial lead exhibited r-wave variability and far r-wave oversensing. In addition, the physician believed that there may have been multiple perforations. An echocardiogram revealed that there was pericardial effusion and a pericardial drain was done. The patient was stable post-procedure and would continue to be monitored.